Manufacturer narrative:
Follow-up #1: date of submission 12/07/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/19/2015 with the following findings: during investigation, a visual inspection of the pump revealed moisture in the display lens. The battery compartment was observed to have multiple cracks. A leak test was performed and a battery compartment leak was found. The pump case was removed and moisture was found on the printed circuit board and internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.